Event description:
It was reported that there was an out of range pace impedance measurement on this right ventricular (rv) lead, triggering a lead safety switch (lss). The health care professional (hcp) stated there had been a history of noise on the rv lead. Boston scientific technical services (ts) discussed possible causes of the noise. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was an out of range pace impedance measurement on this right ventricular (rv) lead, triggering a lead safety switch (lss). The health care professional (hcp) stated there had been a history of noise on the rv lead. Boston scientific technical services (ts) discussed possible causes of the noise. The lead remains in service. No adverse patient effects were reported. Additional information was received that the right ventricular (rv) lead was surgically abandoned due to noise and oversensing. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted at this time. If additional information is received a supplemental report will be submitted.